Event description:
Additional information received stated that the system was removed electively and there were no allegations against the scs system.

Manufacturer narrative:
Corrected data b5: this device is no longer reportable as the system was electively explanted. The initial report was sent inadvertently.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient may undergo surgical intervention at a later date. The reason for the replacement is unknown.